Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device's defib output was out of specification, the display blanked out, and the device has no voice prompts. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report of display blanked out and no voice prompts was not replicated or confirmed. The device passed all testing without duplicating the report. The device log does not capture display or audio related issues. The customer's report of energy output incorrect was not replicated or confirmed. The log shows that all discharges were within specification. The device passed full functionality testing without duplicating the report. The investigation concluded that the device met specifications. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.